Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure, as it is likely that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement in addition to the noted bent stylet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5 x 08 mm xience xpedition stent dislodged during the removal of the protective sheath. There was no resistance while removing the stylet or protective sheath. The stent delivery system (sds) was not used and there was no patient involvement. Another xience sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.